Event description:
It was reported that while stimulation was on the pt felt stimulation in the correct location, however, the sensation was "almost numbing his legs" without providing therapeutic benefit. The stimulation was felt in the correct areas (legs, feet) but it was not comfortable and did not feel like it used to. The pt reported having fallen quite a bit over the past few months. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).